Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
On (B)(6) 2014, a patient with a longstanding, expanding, abdominal aortic aneurysm was treated with gore® excluder® aaa endoprostheses. The patient¿s calcific aortic neck was described as angulated and reverse tapered. Following deployment of the devices, a type 1a endoleak was discovered. Initially it was planned for the patient to receive a palmaz stent, however, it was confirmed the patient did not receive the palmaz stent. On (B)(6) 2014, the patient underwent a reintervention procedure whereby a gore® excluder® aaa endoprosthesis aortic extender device was implanted. On the final angiographic run a small leak (possibly type 1 or 2) was detected. A consultant reportedly said she believed this leak would resolve when the patient's heparin is discontinued. The patient did well following the procedure.